Event description:
During donor nephrectomy, ethicon atw35 stapler reload failed to completely ligate the renal artery. Staples fired on the organ side of the reload. The pt side only partially fired. Then, the device cut the vessel as intended. The result as a partially open renal artery that had to be manually ligated. Steps to achieve this result included converting to an open procedure.